Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging error 1 occurred on the meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The patient's products have been returned to lifescan for evaluation; however, the evaluation process has not yet been completed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the meter passed testing, no error was observed, result met specification, and no faults were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.